Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three weeks post implant the right ventricular (rv) lead dislodged and was in the atrium. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.